Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the wrist of the force bipolar instrument became caught on peritoneal tissue, tearing a hole in the inguinal flap. The repair of the hole added significant surgical time to the procedure. Bleeding was observed; however, the estimated blood loss and whether additional intervention was required was unknown. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Based on the information provided, the cause of the reported complication cannot be determined.